Event description:
It was reported that the case was broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower case halves were broken. It was also noted that the battery release, ring cover, heart block, heart wire contacts, main printed circuit board (pcb) and heart lead flex were contaminated, both bail covers, battery drawer, and battery drawer o-ring were broken, the lead flex cover and battery flex were corroded, one pcb flex was creased, the battery contacts were compressed, the ring was bent, the keyboard window was scratched, the serial number label was torn and the display was out of specification.